Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while stapling, a device component broke. The surgical time was extended by more than 30 mins. Patient is home.